Event description:
The account alleged the release handle on the side rail was stuck and the side rail was not latching. No pt impact.

Manufacturer narrative:
The tech found that there was a part of a bed sheet stuck in the side rail latch. The tech removed the bed sheet from the side rail latch to resolve the issue.